Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via right axillary artery in a 73-year-old male for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. On day 4 of support, while in the intensive care unit, the patient developed a hematoma at the axillary site. The patient was without pain or symptoms. It was reported the patient had low platelets prior to the device implant. The patient continued on 5.5 support. Vascular injury is a known risk associated with impella 5.5 as described in the instructions for use.

Manufacturer narrative:
Added: d3. Corrected: d1, d4 (serial). Hematoma/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details.